Event description:
The manufacturer received information alleging headaches. Sinus. Device has strange odor, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged alleging headaches, sinus, device has strange odor, nasal/throat irritation or soreness, difficulty in breathing, other thermal issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer responded that he has already received replacement device and told could not answer any of the recall related questions and hang up the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported headaches, sinus, device has strange odor, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. The manufacturer received new information alleging difficulty in breathing and history of heart disease, cannot sleep. There was no allegation of serious or permanent harm or injury.